Event description:
(B)(6) clinical study. It is reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the proximal right coronary artery(rca). The lesion was 100% stenosed, 3.5mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel. In (B)(6) 2010, the patient experienced chest pain and myocardial infarction. Prior to admission, treatment with nitroglycerin relieved the patient's pain. Upon admission, troponin values were elevated and an myocardial infarction was reported (peak troponin= 0.29 ng/ml, uln= 0.09 ng/ml). Cardiac catheterization was recommended. Continued medical therapy was recommended.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).